Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), widely fluctuating shock impedance measurements were observed. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.